Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and transmitter were unable to regain connection. No additional patient information was available.